Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported that the sound perception via the audio processor decreased suddenly on (B)(6) 2021. On (B)(6) 2021 the audio processor was exchanged with a new one. This temporarily improved the hearing perception.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The active electrode also showed additional wire breakages due to excessive mechanical stress. An accident or impact might have weakened the fixation of the implant, possibly leading to electrode mobility, even though no such event has been reported. Other mechanical damages are attributed to the removal surgery. This is a final report.

Event description:
The recipient reported that the sound perception via the audio processor decreased suddenly on (B)(6), 2021. On (B)(6), 2021 the audio processor was exchanged with a new one. This temporarily improved the hearing perception with the device. The recipient was re-implanted on (B)(6)2021.